Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that large air bubbles were forming in the line during feed. The incident occurred yesterday, but the user reported it had happened numerous times. The patient uses 4 sets a day and estimates that they have had 1 failure a day since they began using this lot.

Manufacturer narrative:
A decontaminated sample and photo sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the physical sample, the defect was not confirmed. Upon a visual evaluation of the photo sample, the defect was confirmed; air was in the line. A corrective and preventive action has been initiated to address the reported issue.